Event description:
It was reported that there is a bad micro switch. No patient involvement.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found corroded drain fitting, cracked tank cover, and faded line cord. An outdated printed circuit board (pcb) and power switch. Functional testing found the device alarmed even with a temp check or disposable attached due to a bent micro switch. The root cause of the reported issue was found to be customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.